Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station had shut down unexpectedly in the middle of an active case. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist pulled logs from the station and did not observe any gaps in the timestamps or evidence of a reboot, contacted the customer for additional details and was informed that the provider called around 08:49 am reporting that the pyxis began locking drawers and logging users off the machine. Upon further discussion with another provider in the same room, customer learned that only one drawer was unable to open. Based on the information gathered, customer could not conclusively determine whether this was a true system logoff/power event or a potential user-related issue. Then tss proceeded to close the case.